Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the programmer powers up with a system error. Mpu (microprocessor unit) printed circuit board assembly found out of electrical specification. Unable to run programmer error log; hard drive found out of electrical specification. The stylus is missing and the system fan is noisy. (B)(4).

Event description:
It was reported there was a system error, possible problem in the hd (hard drive). The programmer was returned for repair. No patient complications were reported as a result of this event.